Event description:
It was reported that the leads were found to have pulled back from the original position. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). Tissue was found on the helix. (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the distal conductor (not obstructed) and blood was found in/on the helix/lobe mechanism. The analyst noted that the blood in the distal conductor likely entered through the is-1 pin as no insulation breach was observed.